Event description:
It was reported that on (B)(6) 2025, a removal surgery was performed to extract a broken staple that had been identified in (B)(6) 2024. The implant was removed during the (B)(6) procedure. The patient is reported to be doing well following the removal. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Clinical assessed the images, and in image 01 it appears the medial staple most likely separated from the staple at the level of the leg/bridge junction leading to staple breakage, and image 02 indicates a delayed or non-union of the area. Most probable root cause is a delayed bony fusion at the surgical site from a delayed or non/union which caused an extended length of time in which temporary fixation was needed from the staple past its expected life. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.